Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5 x 38 mm xience prime stent was implanted on (B)(6) 2014. The patient was discharged home on medication. On (B)(6) 2016, the patient was readmitted to the hospital with unstable angina. The patient was evaluated, had related symptomatic treatment, and upon improvement the patient was discharged. No additional information provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer date was filed incorrectly on the initial medwatch report as (B)(6) 2017, but should have been (B)(6) 2017.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be performed because the lot number was not reported. The reported patient effects of angina is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use as a known patient effect of the coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.